Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. The loading catheter, irrigation adapter, handle, part of the trigger cord attached to the barrel with one band on it, and one loose band returned. The photo provided shows the handle and part of the trigger cord/barrel with one band remaining on it, and one loose band in the tray. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 1 band was present on the returned barrel and the band was near the distal end of the barrel instead of near the proximal end location where it assembled prior to any deployment. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed. The set up process prior to deployment could not be executed as only a portion of the trigger cord was returned. Only the distal portion of the trigger cord with the beads was returned. The overall length of the trigger cord could not be confirmed since the entire trigger cord did not return. It is unknown how/why the trigger cord was cut. Two beads remained on the barrel and were retained under the bands. The other 10 beads were verified to be there as well. All beads were examined under magnification and found to be correctly filled and had no evidence of excess flash. The handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package and observed that the bands were already deployed. The user changed to another same device to complete the procedure. This observation occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.